Event description:
The pt received his scs system consisting of two percutaneous leads two extensions and an ipg, on (B)(6)2007. The pt reportedly fell and landed on his ipg. Subsequently the pt was not able to communicate with the ipg with either the charger or the pt programmer. An x-ray of the scs system revealed the ipg and flipped within the device pocket. The device was repositioned and reimplanted. No additional information is available. No devices were explanted and returned to ans for evaluation.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.